Event description:
The account stated that the right foot siderail is broken off of the bed.

Manufacturer narrative:
The technician found the siderail broke off from the siderail arm due to the screws stripping out the plastic which holds the siderails in place. The technician replaced the siderail and screws to repair the bed.